Event description:
It was reported that post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming. The patient was stable and will continue to be moniotred; there were no adverse consequences.